Event description:
It was reported that an increase in threshold and high lead impedance were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4) analysis was normal. No anomaly was found.